Event description:
Reporter indicated that when she performs the blood glucose test on her 22 meter she continuously receives the er1 message as soon as she inserts her teststrip. Reporter was unable to troubleshoot the meter at this time. Reviewed technique and proper care of meter and products and reviewed control solution test.